Event description:
As reported by edwards field clinical specialist, upon insertion of a 14f esheath+ difficulty was encountered resulting in a right iliac artery dissection requiring vascular intervention. A covered stent was placed on the dissection. The 23mm sapien 3 ultra valve was successfully implanted and the patient was stable. The device will not be returned to edwards for evaluation.

Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect no product investigation. The 14fr esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed calcification in the right-side access vessel, and the patient's access vessel was undersized. The 14f esheath+ requires the minimum luminal diameter greater than 5.5mm. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. The esheath plus instructions for use (IFU), device preparation manual, and procedural training manual were review for guidance and instructions. The procedural training manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. The valve size: 20-26mm, sheath 14f, minimum vessel diameter greater or equal 5.5mm and the valve size: 29mm, sheath 16f, minimum vessel diameter greater or equal to 6.0mm. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty introducing the sheath was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported 'upon insertion of a 14f esheath+ difficulty was encountered resulting is a right iliac artery dissection requiring vascular intervention.' Per IFU/training manual 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.' Returned patient imagery showed calcification and undersized vessels in the patient's access vessels. Calcification can reduce the vessel lumen diameter and create added friction on the outer shaft. Undersized vessels can create a restricted pathway or constrained condition leading to resistance during the advancement of the sheath. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), a vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, a vascular dissection occurred and was possibly due to procedural factors (device manipulation) and/or patient factors calcification and undersized access vessel that may have contributed to the complaint event. In this case, available information suggests that patient (calcification, undersized vessels) factors may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.